Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 302830 and lot number 4080728. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # 302830, batch # 4080728. It was reported by customer that "vial stopper coring is reported when accessing bd® blunt fill needle with bd luer-lok. Verbatim: rcc received a complaint via email. Email(s) attached fresenius kabi USA llc has received reports in which vial stopper coring is reported when accessing fresenius kabi¿s diprivan with: bd® blunt fill needle with bd luer-lok¿. The product information below is for your reference in no order or indication to the number of reports involved. Fresenius kabi is unable to provide further information, sample returns, photographs, or customer related information at this time. Please consider all information with no access to follow-up information. Future reports maybe forwarded directly to bd for further review. Lot: unknown, (B)(4), lot: 4080728, lot: 4178014, lot: 4178027,